Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose was 143 mg/dl. Customer stated that they are unable to remove the battery cap on the insulin pump. Customer also stated that they were not able to remove the battery cap. Customer was advised that the pump will need to be replaced and to discontinue use of the pump if the battery is low. Customer was also advised to monitor the pump closely if they continue use of the pump. Customer declined troubleshooting for the no delivery alarm since pump will be replaced. No add'l info provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.